Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that while setting up instruments for the case, the site noticed that a tap was slightly bent and there was resistance when trying to put the k-wire through the tap. There was no delay and no reported impact to patient outcome.